Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician passed the electrode into the right atrium, and the lead could not be successfully affixed. The helix was malfunctioning, and so the lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix extended and bent. If information is provided in the future, a supplemental report will be issued.